Event description:
It was reported, that post-procedure chest x-ray revealed, that the right ventricular (rv) lead was dislodged. Device interrogation revealed, no capture on the rv lead. During lead revision, the rv lead helix was unable to extend or retract. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.